Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned non-emergency treatment was performed by the engineer and the procedure was aborted. The philips field service engineer (fse) inspected the system and confirmed that the system was not able to produce x-rays. Upon troubleshooting, the fse found that the ippc was not started and there was an intermittent problem with the ippc (image processing pc). To resolve this issue, fse replaced the hard disk and ippc, recreated the os software and created the new backup system. The defective ippc was returned to philips for analysis and the part of the investigation failure couldn¿t be determined by supplier¿s part analysis. After replacement, the system was returned to philips for further analysis. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.